Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that they were supposed to assist the patient on the day of the report with clearing a power on reset (por), and found out patient could not find their recharging system. The health care professional (hcp) stated that the patient would be getting replacement non-rechargeable implant and the patient had other things going on. The problem with the por started two or three months ago. It was noted that the patient would be getting replacement device. Other relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.